Manufacturer narrative:
Combination product: yes. Lead was explanted on (B)(6) 2024. Additional report of fracture received. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring shows noise on near field sensed as vf due to intervals. No shocks delivered; device aborted. Lead will be evaluated in office follow-up. Should additional information be received, this file will be updated.